Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual sample was not available for evaluation. Instead, reference photos were received. The cannula was found broken from the tip of the glue mound (a), and the cannula's end was observed slightly bent. Also, the retained cannula on the hub was observed to be deformed. Since the lot number is unknown, an evaluation was not performed. The associates who were tasked to perform specific functions throughout the manufacturing process undergo training and qualification. The product: nn-2232r is qualified to be produced and assembled at needle assembly machines 3 and 7 that runs under validated parameters. Machine 7 has an inspection system that detects tilted cannulas. We also conduct dummy testing, in which its function is challenged and assured to be effective. Our needle assembly machine has a cannula removal unit that can detect all misaligned cannulas from the cannula lifting plate. All detected misaligned cannulas shall be scraped and fall on the catch pan at the backside to eliminate bent cannulas. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work holds to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula. The affected product will be discarded. Our product has an allowable tilting of the needle of not more than 2°. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. We have an online inspection at cannula loading, after epoxy application and silicone coating to detect nonconformity such as bent cannula. We conduct an in-process visual inspection on each lot from start-up and every hour until the end of the lot to check for tilted cannula and bent cannulas. Before shipment, we have an outgoing inspection to check the overall condition of the product. Only passed lots are allowed to be shipped. Prior to the supply of cannula (raw material) to the needle assembly process, it has to undergo incoming inspection which includes dimensional inspection and verification of quality certificate according to the material specification. The supplier's quality assurance items include the cannula's bend resistance, stiffness, and resistance to breakage. A total of nine (9) complaints were received from the previous two fiscal years to the present with the same issue where the cause was not identified as being related to our product or the manufacturing process. Representative samples were subjected to simulation. The 22g needle was fully inserted into the rubber cork. A manual cannula bending test was performed, in which the needle was bent 45° from left to right until the cannula broke. Results: the simulation demonstrated that when an excessive force was applied repeatedly, the needle would break. The exact root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. No retention samples or lot history files from the reported lot were checked since the lot number is unknown. From our simulation, the cannula does not break easily due to its high breakage resistance. Although the simulated sample broke similarly to the complaint sample, it required a significant amount of force and multiple bending to recreate the defect. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. Moreover, our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the product broke while being used with a patient. The evaluation received on 02 dec 2024 confirmed that the needle tube was broken at the connection to the hub. The fracture surface of the broken needle was deformed into an oval shape and appeared to be partially extended. A crack was also confirmed on the glue mound. The event occurred intra-operatively, but no medical or surgical intervention was required.